Event description:
Related manufacturer reference number: 2017865-2022-09817. Related manufacturer reference number: 2017865-2022-09819. It was reported that the right ventricular (rv) and right atrial (ra) leads were dislodged. During an attempt to reposition both leads, it was observed that the pacemaker exhibited a loose header screw and a failure to detach lead, and the rv lead helix exhibited a failure to extend or retract. The system was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2022-09817. Related manufacturer reference number: 2017865-2022-09819. It was reported that the right ventricular (rv) and right atrial (ra) leads exhibited a failure to capture and were dislodged. During an attempt to reposition both leads, it was observed that the pacemaker exhibited a loose header screw and a failure to detach lead, and the rv lead helix exhibited a failure to extend or retract. The system was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Correction: previously reported b5 should have included "exhibited a failure to capture", and previously reported h6 should have included "1081 - failure to capture".